Event description:
It was reported that three days after implant of this insertable cardiac monitor (icm) device the bandage was coming off and the patient subsequently removed the bandage. The patient then reported that the icm device is not implanted all the way under the skin and there was bleeding at the incision site. Additional information from the boston scientific representative present at the implant procedure confirms the icm device was implanted correctly and that the icm device remains in service. Device remains in service. No additional adverse patient effects were reported.